Event description:
It was reported that on (B)(6) 2008, the right ventricular lead exhibited increased thresholds of greater than 7.5 v. The patient refused to have an operation at that time. On (B)(6) 2009, the lead was capped and replaced. On (B)(6) 2010, another operation was conducted due to pocket erosion. It was noted that the tip of the old lead had broken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.